Manufacturer narrative:
A third-party service agent visited the customer's site and downloaded the electronic records. The reported issue was verified in a review of the electronic records. The device was subsequently returned for use. The cause of the reported issue has been determined to be due to the battery. The customer will be provided with a replacement battery.

Event description:
A customer contacted physio-control to report that the battery of their device had suddenly depleted from three bars of battery capacity to zero bars and would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates a customer contacted physio-control to report that the battery of their device had suddenly depleted from three bars of battery capacity to zero bars and would no longer power on. Section b5, executive summary of the initial medwatch report should indicate a customer contacted physio-control to report that the battery of their device had suddenly depleted from three bars of battery capacity to zero bars and had unexpectedly powered off. Physio-control product analysis center evaluated the battery and verified the customer reported issue. The battery was tested on a device and it was observed that it would no longer power on. The cause of the reported issue was determined to be due to the battery, further root cause could not be determined. The battery was archived by stryker.

Event description:
A customer contacted physio-control to report that the battery of their device had suddenly depleted from three bars of battery capacity to zero bars and had unexpectedly powered off. There was no patient use associated with the reported event.